Event description:
Rn walked into the patient's room around 1500, and mom had stated that pt had vomited in the bed- rn looked closer and the blunt cap had come unattached from his peripheral IV(piv). She immediately scrubbed the hub and put on a new blunt at the end of the piv. I then stored the IV fluids that were running (d5% 0.45%nacl 20 meq kcl/l 1,000 ml @ 38 ml/hr) and put the tubing and unattached blunt into a biomed bag.